Event description:
Co was notified of the following info: a pt was allegedly shopping and had a problem with a mark 7 unit. Upon arriving home, he collapsed and subsequently died. His family stated that the unit had no oxygen flow. No add'l info is available at this time.